Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947, implantable tachy lead, 2004 (B)(6); (B)(4), implantable cardioverter defibrillator, 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing low impedance and oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.